Event description:
It was reported during the patient's lead revision procedure (reference MFR. Report# 1627487-2014-08473) the physician had trouble placing the lead in the ipg header. The physician tried troubleshooting to no avail. Subsequently, the physician explanted the ipg and replaced it with a new one which has resolved the issue. The patient has effective therapy post-operatively.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.